Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 25g x 0.75in (0.5 x 19 mm) asepto has been found experiencing tubing damage during use. The following has been provided by the initial reporter: there was rupture of the scalp connection during injection of the radioactive material into the patient. There was no spill in the patient or collaborator, only in the clamp of the puncture chair.

Event description:
It has been reported that one 25g x 0.75in (0.5 x 19 mm) asepto has been found experiencing tubing damage during use. The following has been provided by the initial reporter: there was rupture of the scalp connection during injection of the radioactive material into the patient. There was no spill in the patient or collaborator, only in the clamp of the puncture chair.

Manufacturer narrative:
H.6. Investigation: no photos or samples are available for review of this claim, however, according to quality notification and maintenance history the defect can be confirmed. The root cause for the defect occurred was a potential failure of the zumback piece of equipment that controls the internal, external diameter and wall of the extruded tube generating pipe out of specification (thinner tube) due to the thinner tube may have broken out to generate the reported defect. According to the memo annex, the battery replacement was carried out to ensure the video configuration and general maintenance of the boards to correct the issue. H3 other text : see h.10.